Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was showing a higher value than what her finger stick reading value. The patient passed out without experiencing symptoms of a low prior to passing out and her husband called the paramedics. When the paramedics arrived, they tested the patient¿s bg and the value was 49mg/dl while the cgm was displaying 89mg/dl. The patient was administered intravenous (IV) therapy of dextrose and the patient became conscious. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.